Manufacturer narrative:
The customer reported problem was confirmed. Physical inspection noted a corroded power supply board and low capacity battery. A battery conditioning test was performed and the device failed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from date of manufacture 06/25/2018 to the present date 10/15/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The proximate cause of the reported issue was due to corrosion of the power supply board assy pcu 1.5.

Event description:
It was reported that the device has a low battery due to failed reconditioning. No patient involvement was noted.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device has a low battery due to failed reconditioning. No patient involvement was noted.